Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead was found dissected. The proximal and distal parts of the lead were returned, however, the medial part of approx. 7 cm length was not received for analysis. The performance of the lead fragments was scrutinized including a visual and electrical inspection. Signs of abrasion were found on both lead fragments. A visual inspection revealed a damaged insulation in the distal fragment. This damage may have caused the noise episodes mentioned in the complaint description. However, as part of the lead was not returned for analysis no definitive root cause may be determined. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Diagnostic images clarifying this assumption were not available for analysis. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to noise. The ICD was replaced at the same time, though it had 50% left. The physician was trying to prevent another procedure in the near future. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.